Manufacturer narrative:
The customer¿s experience with power cords coming out of the housing at the connector end to the pc unit was confirmed on 3 of the 20 returned power cords during the investigation. The other 17 power cords had abuse related damage or no damage at all. ¿ all returned power cords were noted with the date code 1425 (2014, 25th week) approximately 5 years old. ¿ scar # 17-i011 was opened in 21 apr 2017 to address associated issue related to the sheath on the power cord pulling apart where it attaches to the pcu, exposing the wires and requiring replacement. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that the cord appears to be coming out of the housing at the connection to the pc unit where he would expect to see adhesive to secure the connection. The covered wires within the power cord are exposed to view. No patient involvement was reported.